Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, trouble-shooting at the site, reported performing a full system functional check, registered phantom with axiem using fusion software and it was accurate and functioning normally. System performed as intended. The medtronic representative visited radiology and carried out peg board scans, ran through the CT scans done for this particular procedure and found it was not following the stealth imaging protocol as the slices were non-contiguous and the scan was not square matrix. The medtronic representative advised the site staff regarding CT and mr modalities to follow stealth scan protocol. Medtronic representatives carried out another in-service, and are advising the surgeons to clearly mention that the scan will be used for stealth navigation. After the adjustment was made to the scan protocol when tested the peg boards scans they were all good and suitable for navigation. On (B)(6) 2015 software investigation completed. Findings are that the patient exam was not to protocol. Software is functioning as designed. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an transsphenoidal procedure with axiem ent set-up, both magnetic resonance imaging (mr) and computed tomography (CT) scans were merged. The mr scan was used for initial registration. Accuracy was verified on certain anatomical landmarks and the surgeon was satisfied to proceed. When navigating the sphenoid region, the surgeon found that the accuracy was 'off'; approximately 1 centimeter too shallow. Accuracy toward the surface remained good. The surgeon re-registered the patient to enhance navigation. Points were collected as far posteriorly as possible - back toward the patient's temples and ears. Both mr and CT scans were used for re-registration, however, there remained an inaccuracy of 5 millimeters. The surgeon opted to abandon the procedure and re-schedule due to inaccuracy. The surgery was halted post incision.